Event description:
Procedure performed: laparoscopic nephrectomy event description: small internal rubber washer found in patient's abdominal cavity during the procedure. No clinical impact to the patient. Additional information received via email from maria verrengia on (B)(6) 2023: two units/ports. Both units used during the reported event. It was the small rubber seal which had come out of the port, sighted and retrieved from inside the patient. This rubber seal appeared to be intact. It was not a fragment of the seal and was not the whole larger rubber component of the port. Type of intervention: removed it. Patient status: well

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The septum, an internal rubber component of the seal, was fragmented. Based on the condition of the returned unit, it is likely that the septum fragmentation was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." As the septum was fragmented, a tight seal could not be maintained, resulting in gas leakage from the seal. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to cause or contribute to death or serious injury. Correction: section b4 for initial report 2027111-2023-00466 should state may 24, 2023.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic nephrectomy event description: small internal rubber washer found in patient's abdominal cavity during the procedure. No clinical impact to the patient. Type of intervention: removed it. Patient status: well.